Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascqs0095 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that safe step needle with leak.parenteral nutrition withdrawal is performed, catheter washing is performed with push stop technique, damage is observed (in black clace) of the 22x15 needle extension. 12/18/2019: the customer informed that the product was used in the patient as the defect was noticed during the use. There was no damage to the patient nor the health professional.